Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic and the implantable cardioverter defibrillator was interrogated to solve the telemetry lockout issue. There were no patient consequences reported.